Manufacturer narrative:
Product analysis: it was determined at analysis that the radiofrequency head does not work, no interrogation was possible due to a break in the inner core of the cable. Damage was not visible from the outside. The rf head cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is pacemaker dependent, during the procedure whilst using the analysers surgical cable, transmission was lost between the analyser and the implanted electrode. There was a sudden loss of stimulation, no peaks were visible on the monitor, connection and the lead position was checked, cardiac massage during asystole was required. After change to another programmer and another measuring cable regular stimulation took place again. The procedure was completed using a different device. It was further reported the programmer was used the following day with no issues reported. Hospitalisation and intervention was required as a result of this event. The programmer will be returned for service to be tested with the cable. Injury reported.